Event description:
Information received by medtronic indicated that the loss of communication between insulin pump and transmitter. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring=clear. On (B)(6) 2021 customer called in with the following concern: no sensor signal. P-cap locked in place properly during testing. Unit passed displacement test, rewind, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Unit was downloaded successfully using (thus software). Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. Unit received with cracked retainer, missing display window cover and cracked keypad at select button. In conclusion, customer allegations for sensor anomalies were not confirm during testing. Unit and sensor communicated properly during testing.